Event description:
It was reported that patient's atrial lead was deactivated via programming due to an unspecified issue. The lead was capped and the dual chamber device was replaced with a single chamber device on (B)(6) 2024. There were no patient consequences.